Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. B.3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, unknown bd syringe, foreign matter. The following was provided by the initial reporter: customer receiving several complaints from people who get prefilled syringes about finding floaties in the syringes. They also found some blank syringes without any increments marked on them. Some of them have also have external scratches and expanded and molten rubber stoppers on the inside.